Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6), 2008 and was revised on (B)(6), 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the devices at issue, device recall and excessive levels of cobalt and chromium in his blood. *update per clinician review: "confirmation: a revision surgery was performed. Metallosis, fracture of the femoral stem and extensive destruction of the polyethylene and locking mechanism were noted."

Manufacturer narrative:
Corrected data: this report is being updated, as further review indicated that a duplicate report for this event was submitted under MFR# 0002249697-2018-01938. Any subsequent reporting will be relayed via this report (MFR# 0002249697-2018-04042). An event regarding wear/ metallosis and abnormal ion level involving a metal head was reported. The event of wear/ metallosis was confirmed via clinician review and the event of abnormal ion level was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: confirmation: a revision surgery was performed. Metallosis, fracture of the femoral stem and extensive destruction of the polyethylene and locking mechanism were noted. Injuries and/or excessive levels of cobalt and chromium could not be confirmed. Root cause: the root cause of the revision was a ¿broken¿ femoral component. The root cause of the femoral failure and other findings cannot be determined without additional medical records. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to excessive levels of chromium and cobalt in his blood, metallosis, fracture of the femoral stem and extensive destruction of the polyethylene and locking mechanism. Clinician review of provided medical records confirmed that a revision surgery was performed. Metallosis, fracture of the femoral stem and extensive destruction of the polyethylene and locking mechanism were noted. Injuries and/or excessive levels of cobalt and chromium could not be confirmed. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of said nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6), 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2008 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the devices at issue, device recall and excessive levels of cobalt and chromium in his blood.